Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure low alarm occurred during a routine hemodialysis treatment. Air was introduced into the sys while attempting to troubleshoot. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The user's guide also provides adequate instructions for removing air from the sys. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. There have been no similar problems reported subsequent to this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.